Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a newborn underwent an unknown procedure on an unknown date and a topical skin adhesive was used to close the incision around the anal area. Approximately 1 week post operative the wound dehisced. The area was then sutured. The patient is current in good condition.